Event description:
It was reported that the pulse generator exhibited a setscrew anomaly at implant. The device was not use and replaced. It was later reported that the patient deceased on (B)(6) 2013 due to non-device related issues. There is no allegation from a health care professional that suggest the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.